Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 395 mg/dl. Troubleshooting was performed and found that the customer had an infection and a virus at the time of the event, which contributed to the elevated blood glucose levels. However, the customer's blood glucose levels remained high after the event. The prime and high pressure tests passed. Nothing further ws reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all functional testing. After testing it was concluded that the device operated within specs.